Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The device was able to alarm both visually and audibly when alarm parameters were breached. Visual inspection revealed one led segment was unable to illuminate. The failure was isolated to an led segment failure (d1) on the instrument board. Initial reporter zip code exceeded the maximum number of allowable digits. The zip code is as follows: (B)(6). A service history record reveals this unit has been in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported: "display segment missing from display." No patient incident or impact was reported.